Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
The pump battery took longer than expected to charge and depletes faster than normal. The pump battery took longer than expected to charge. Additional information was not received. The customer declined further follow up from tandem technical support.